Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the homechoice machine during dwell 1/4 of automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected the transfer set from the pt line of the homechoice set during therapy, without pausing treatment or capping off the pt line of the homechoice set. When hp returned the cycler was alarming, in an endeavor to correct the issue, hp reconnected the transfer set to the pt line of the homechoice set. Tsc assisted hp in ending therapy early and advised hp to complete therapy by setting up with new supplies. No pt injury or medical intervention was indicated at the time of the initial report.